Event description:
It was reported that the patient said their inflatable penile prosthesis (ipp) was not working properly. During a hospital visit to troubleshoot the issue, it was confirmed that there was a crack in the right cylinder kink resistant tubing (krt). The krt and momentary squeeze (ms) pump were replaced. There were no patient complications reported.